Manufacturer narrative:
The event date is (B)(6) 2021, when the foreign material was noted protruding from the channel. A full technical evaluation was completed in accordance with the original equipment manufacturer (OEM) specification. The investigation images provided showed a blockage protruding from the air/water nozzle. The contamination appeared to be a black rubber type material. The investigation concluded that the contamination did not originate from the olympus endoscope. The technical evaluation report (ter ) states previous investigations indicated that this fault was typically a result of user handling. An investigation is ongoing to obtain additional information regarding the reported event. If additional information is received this report will be supplemented accordingly.

Event description:
The customer reported that during reprocessing, no water could not be processed through the scope channel. The customer believed that channel 4 of the scope was blocked. There was no patient injury or patient infection reported. The device was returned for evaluation and a blockage was identified protruding from the air/water nozzle, which a reportable malfunction.

Manufacturer narrative:
Correction to add the foreign country (B)(6). Correction, the manufacturing date was 25feb2020. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been 1 year since the subject device was manufactured. Based on the results of the investigation, the foreign material found in the nozzle was a black rubber and did not originated from the subject device. Based on this, it is likely the foreign material was from the injection tube, which is an accessory of the subject device, and/or silicone rubber product used in the endoscopy room. The cause of the foreign material cannot be confirmed. The following is included in the instructions for use (IFU) and may have prevented foreign material clogging the air/water channel: ¿operation manual_ preparation and inspection: inspection of the endoscope_ inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities operation manual_ inspection of the endoscopic system: inspection of the air-feeding function. Inspection of the objective lens cleaning function¿. Olympus will continue to monitor field performance for this device.